Manufacturer narrative:
The pump was returned to animas for evaluation. The complaint regarding the pump and pump battery overheating could not be duplicated during investigation. No activity related to the complaint was observed in the black box or download history. The black box download verified a sudden battery voltage drop on (B)(6) 2010, at 22:59. The battery returned with the pump showed no evidence of overheating. The battery compartment and cap were intact and had no signs of physical damage or moisture ingress. The pump powered on normally and was exercised for 6 hours with no overheating or alarms duplicated. Pump electrical current draws were tested and found to be within specifications. The pump cover was removed to inspect for internal moisture ingress and none was found. The power flex, battery connections and internal components were tested for intermittently conditions and no defects were found.

Event description:
On (B)(6) 2010, the pt contacted animas alleging that the pump and the pump's battery felt hot. The pt denied that there was any corrosion or moisture in the battery compartment. The pt reportedly changed the battery and claimed that the pump was no longer hot. The pump was loaded with a new cartridge and all prime steps were completed. The pump was reportedly functioning normally. The pt was instructed by the animas representative to come off of the pump. The pt confirmed that there was no redness or irritation to her skin from the hot pump. This complaint is being reported due to the allegation that the pump and pump battery felt hot. There is no evidence however, that the alleged issue contributed to a serious injury. The pt did not allege any harm or injury due to the alleged issue.